Event description:
It was reported that during a total gastrectomy procedure, it was too hard to grasp the handle at the firing and the tissue did not cut. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.